Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that unstable speed occurred. A 1.25mm rotapro was selected for use. During the procedure, a rotapro was used to treat a coronary artery. The speed was set at 200,000 rpm, but rpms fluctuated significantly between 125,000 rpm and 230,000 rpm in normal mode. The device was also making a high-pitched noise. Two lesions were treated; however, the system did eventually stall. The procedure was completed via an alternative method. There were no patient complications.